Manufacturer narrative:
The product is scheduled to be returned but has not been received in by manufacturer at the time of this report. Therefore, this report is based solely on the information provided by the customer. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The instructions for use state: to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported via email that 2 of 8345 alarms are not working properly. The nurse call cord is easily removed without resistant/falls out. When the chair alarm goes off, it does not trigger the room bed exit alarm. Both units are damaged at the nurse call connection. The internal plastic housing was broken making the connection point weak and/or nonexistent. No patient injury. Sn: (B)(6).